Manufacturer narrative:
The customer's report that the tubing cracked and leaked was confirmed. Visual inspection observed that the female luer had a vertical hair line crack measuring 0.576 inches long. Visual inspection of the luer observed the crack was on the knit line with the gate opposite the crack. The female luer was inspected under magnification to determine if any stress marks were noted. No stress marks were observed. Functional testing was performed; a leak was observed as fluid flowed through the crack on the female luer on the used extension set. The cause of the leak was a cracked female luer. The root cause of the crack was not determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing cracked and leaked at an unspecified location during a morphine drip in the nicu. There was no report of patient harm.